Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call the insulin pump had a motor error and a no delivery alarm. The customer¿s blood glucose level was 166 mg/dl at the time of the incident. The customer stated that the drive support cap was loose and has fallen off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarm or excessive no delivery alarm during testing noted. Motor passed motor test. Drive support disk was inspected and no anomaly was noted.